Event description:
The report stated that during a laparoscopic cholecystectomy, the staff noticed that a flame/fire was coming from near the cautery machine. The laparoscopic connecting cord (a non-covidien connecting cable) which had been plugged into the electrosurgical generator had burned through and was burning. There was no pt harm. Dr turned around and extinguished the fire by smothering it with a sponge.

Manufacturer narrative:
The site has checked the generator and found it to be functioning normally and indicated they do not intend to return it for further eval. The site reported they were contacting the MFR of the cable about the fire.